Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0798, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Almost immediately after insertion, she began to have pain in her lower back and sharp pains in her groin. The pain became so bad she had to find a new job that was more sedentary. She began to become inactive by (B)(6) 2013. She wasn't able to cook some nights and really hasn't been able to do house work. Even to the day of report (B)(6) 2015, house work she can't do much of. Not only did the pain affect her life, but her daughters as well. She finally found a doctor to listen to her symptoms and that she was allergic to nickel in her ears and underwent a hysterectomy. Pathological findings were adenomyosis, endometriosis and chronic cervixitis. Her personality became very flat affect. She was unable to enjoy even the small things. The pain and overall feeling of overall sick made her into a shell of her former self. She was losing her hair more and more every day and became very conscious of those changes. None of those were suspected or causing any problems until the coils were implanted and she began having pain. The nickel content was not disclosed to her or that any potential side effects could come up from use. Post hysterectomy and coil removal her pain has all but completely gone away. At the time of report, she was two months out but she was back to being able to be more active. Her hair had begun to grow back. Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who began to have pain in her lower back almost immediately after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy and the pathology findings showed adenomyosis, endometriosis and cervicitis. Although in this particular case, the pathology findings showed endometriosis, adenomyosis and cervicitis, concomitant conditions that could explain the lower back pain, since the consumer stated that back pain started almost immediately after insertion, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 06-may-2016 legal claim was received. Essure was implanted on (B)(6)-2013. Subsequently to implantation, consumer began to suffer from pelvic pain, skin irritation and bloating. She had to have hysterectomy as a result of essure company causality comment this case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who began to have pain in her lower back almost immediately after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy and the pathology findings showed adenomyosis, endometriosis and cervicitis. According to additional information received through legal claim, this case became legal and she also experienced pelvic pain. Pelvic and back pain are listed in the reference safety information for essure. Although in this particular case, the pathology findings showed endometriosis, adenomyosis and cervicitis, concomitant conditions that could explain the lower back pain and the pelvic pain, since the consumer stated that pain started almost immediately after insertion, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through litigation process.